Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the returned device indicated a setscrew with a rounded socket.

Event description:
It was reported that the patient's implantable pulse generator (ipg) experienced a header/set screw issue. It was noted on a chest x-ray that the right ventricular (rv) lead was not seated appropriately in the header block. This resulted in the lead experiencing an inhibition of pacing therapy, loss of capture and loss of sensing. After opening the device pocket, the right ventricular (rv) lead was tugged and subsequently detached from the ipg prior to loosening the set screw. The existing rv lead was then hooked up to an analyzer and all lead measurements were appropriate. The ipg was removed and replaced. The preexisting leads remain in use and were attached to the new ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.